Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device') and embedded device ('embedded essure in the left tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, nickel sensitivity, dysfunctional uterine bleeding, oophorectomy, caesarean section, uterine adhesions, pelvic adhesions and d & c. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, hysteroscopic removal of foreign device inside the uterus). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: right fallopian tube:approximately six to seven coils visualized at the end of this procedure left fallopian tube:only two to three coils were identified at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device') and embedded device ('embedded essure in the left tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, nickel sensitivity, dysfunctional uterine bleeding, oophorectomy, caesarean section, uterine adhesions, pelvic adhesions and d & c. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, hysteroscopic removal of foreign device inside the uterus). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: right fallopian tube:approximately six to seven coils visualized at the end of this procedure left fallopian tube:only two to three coils were identified at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.